Event description:
It was reported to philips that smoke was visible from the cable connector when turning the system on. The device was out side of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the smoke was coming form the mvs connector after turning on the system. Upon troubleshooting actions, the fse inspected system onsite and identified that the mvs cable connector was defective. To resolve the issue, the fse replaced the mvs cable, switch on and off board, and mvs stand plate. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.